Event description:
Literature was reviewed regarding lead implantation using axillary vein puncture (avp). The authors described patients who experienced acute complications after the procedure which included pneumothorax, hemothorax, and acute/subacute vein thrombosis. Pneumothorax was treated with chest tube drainage in one patient and two others with conservative treatment. One patient experienced a hemothorax after the perforation of their right ventricle, this lead was removed. Three patients experienced vein thrombosis and were treated with anticoagulants until thrombosis resolution. In the follow up period, there were lead failures which were defined as sudden changes in shock or pacing impedance with values outside the normal range, non-physiological high rate sensing or oversensing, compatible with electrical noise. Examination after lead failure confirmed lead fractures and insulation damage. Leads were revised or extracted. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/67 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the axillary vein puncture for implantable cardiac defibrillator implantation: 14 years of experience. Analysis of the results. International journal of cardiology. 2024. 407; 132113. Doi: 10.1016/j.ijcard.2024.132113. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.